Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the automatic set up was performed. It was noted during set up that the electrogram signal was unacceptable. The only acceptable vector was the alternate vector, which the s-ICD chose during set up with a 2x gain. Induction testing was then performed. During testing, the telemetry was poor, despite the wand being over the device the entire time. The impedance measurement was also not observed. The programmer wand was then changed out to a new one and the s-ICD was interrogated again. This time all signals were normal. Another automatic set up was performed while the patient was lying down and the device selected the primary vector. The device was successfully implanted. During optimization, the field representative used the two different wands during testing and there was a notable difference in the signals. Data was sent to boston scientific technical services (ts) for review. A ts consultant discussed that the noise observed during the induction procedure was related to a telemetry issue. The telemetry link was restored after the shock was delivered. The impedance was confirmed to be in normal range. Additional troubleshooting was discussed. No adverse patient effects were reported.

Manufacturer narrative:
This s-ICD was explanted due to an unrelated issue and was returned back from the field for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.